Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) shut down, due to an uninterruptible power supply (ups) failure. The customer was provided with a replacement ups to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down, due to an uninterruptible power supply (ups) failure.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the usp (a/abce422-11med) connected to/sold with cns-6201a pn:pu-621ra sn:(B)(4) had failed twice. The ups failed to provide power on 2 occasions. Local maintenance assured that the power outlets and breakers involved in both instances were not faulty. Service requested: exchange. Service performed: exchange. Investigation result: the root cause was a failure of the ups. This product is manufactured by ametek powervar, which is not a part of nk. Per manufacturer's manual, the batteries are designed to last from 2-5 years but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is a supporting accessory not a device. The cns was operating within specifications. There was no indication of improper or inadequate device design. The cns was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, (B)(6) hospital reported the ups (a/abce422-11med) connected to / sold with cns-6201a (pu-621ra sn: (B)(6) had failed twice. The ups failed to provide power on 2 occasions. Local maintenance assured that the power outlets and breakers involved in both instances were not faulty. Service requested / performed: exchange of a/abce422-11med. Investigation result: per manufacturer's manual, safe and continuous operation of the upm depends partially on the care taken by users. The following precautions are given: the upm is intended for stationary use by itself. Do not allow liquid or any foreign object to get inside the upm. Do not plug appliances such as hair dryers, fans, heaters, etc. Into the upm. Do not place the upm under direct sunshine or close to heat emitting sources (excessively warm temperatures will shorten battery life). The ac power source for the upm should be conveniently near the upm and easily accessible. Avoid extension cords or temporary power strips to power the upm. Ametek powervar recommends that you do not plug laser printers into the upm. Laser printers are known to draw large amounts of current when the fuser/heater assembly is energized. Laser printers can easily overload the upm or create a low voltage condition that can interfere with the operation of the voltage manager circuit. Eventually every upm requires a new battery. Ametek powervar expects the battery in your upm to last a minimum of two years - perhaps longer if power outages are short and infrequent. Ishikawa analysis was used to brainstorm for probable root cause(s) of the ups failure: man: (1) lack of user education on limitations of ups, (2) communication gap on maintenance between nk / vendor/customer, (3) user error of frequent disconnection of ups from ac power. Method: (1) manual requirements, (2) using power strip or extension cords, (3) process of usage by user, (4) lack of maintenance. Machine: (1) inherent limitations e.g. Single device connection, limited battery capacity, etc. Material: (1) condition of ups outlet, (2) condition of cables, (3) battery needing replacement. Environment: (1) location of ups, (2) frequency of power outage, (3) wall condition or ac outlet, (4) uncertain duration of power outage. Supplier's failure analysis of one returned ups in a similarly reported incident was unable to duplicate the reported issue as the ups was able to power up with no problem and operate normally in both ac and dc mode. A plausible explanation was an incomplete ac inlet connection, which would cause the ups to run on battery backup and eventually turn off once the battery was depleted. As further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. Risk analysis was conducted per sop06-075 quality complaint investigations: using qe team report ran on 01/22/2019, analysis of patient monitoring complaints created against the pu-621ra for issues relating to ups failure identified 39 cases in which the pu-621ra suffered loss of power due to ups failure: ticket notification ticket title: 25409 300120764 ups power issues, 25902 300121098 failed ups, 28052 300123638 bad ups, 28330 300124014 ups exchange, 29033 300125188 ups failed, 29927 300126516 ups failure, 31265 300127945 ups will not power on, 31473 300128277 out of box ups failure, 31691 300128502 ups failed, 32529 300129839 failed ups, 34996 300132848 ups failure, 35101 300132991 ups is not holding a charge, 35413 300133478 ups bad, 36944 300135198 ups issues, 37563 300136264 obf ups, 37870 300136968 ups failure, 40140 300140978 pu-621ra ups is out (exc), 41464 300142117 pu-621ra ups is out (trb), 41835 300142457 ups failed due to multiple power outages, 43012 300148969 failed ups, 45404 300151443 failed ups, 45887 300151886 ups failed and the cns powered off, 47067 300153213 cns lost power - ups failure - cns-6201 - s/n: (B)(6), 47427 300153807 cns shut down due to a ups failure, 47669 300154299 ups failed and the cns powered off, 47998 300154677 ups issue, 48321 300155076 ups failed again, 50114 300157721 ups failure - pu-621ra - s/n: (B)(6), 52140 300160590 pu-621ra failed ups (exc), 54136 300163994 ups failed and the cns powered off, 54218 300164075 pu-621ra ups failure (trb) , 54900 300165465 ups will not power on, 57606 300168903 pu-621ra ups failed (trb), 59787 300172207 pu-621ra ups failure (trb), 61831 300175275 ups, 62481 300175785 pu-621ra ups failure (trb), 67783 300181180 ups issue, 68780 300182459 ups failed, 70910 300185817 ups for central nursing station went down causing cns to pow. The pu-621ra is the main unit for the cns-6201a. The cns-6201a central station monitor was introduced in 2011. Sap function zasd022 was used to determine the quantity of pu-621ra sales between 10/09/2014 - 12/22/2019 (data prior to october of 2014 is not readily available). The total number of units sold since october 2014 was (B)(4). (B)(4) the cns-6201a is intended for use by medical professionals to provide cardiac and vital signs monitoring for multiple patients within a medical facility. The cns-6200 series central nurse station will display and record physiological data from up to forty telemetry receiver/transmitters and generates an alarm when a measured parameter falls outside a pre-set limit or when life threatening arrhythmia is detected. Arrhythmia detection and alarm determination are functions of the telemetry receivers/transmitters or individual bedside monitor. This product will be available for use by medical personnel on all patient populations within a medical facility. The risks of a cns device turning off due to power issue resulting from ups failure is that there is a loss of central monitoring of patients' vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local monitoring and alarm functions, both audible and visual, while wireless telemetry transmitters are able to display compressed waveform and numeric data of the latest 10 minutes. When the cns is powered off, the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrhythmias and sudden deterioration in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments. The risk of [pu-621ra power loss from ups failure] is considered major. Per sop06-075, the overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue and the ticket will be updated once more conclusive information is available. Investigation conclusion: as further information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, the root cause(s) could not be determined. No malfunction or deficiency of the cns is suspected. The probability that the issue will occur is determined to be unlikely (less than 5% of the time). The risk is considered major. Per sop06-075, the overall risk of [pu-621ra power loss from ups failure] is determined to be high. Monitoring of this issue will continue and the ticket will be updated once more conclusive information is available. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information.. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down, due to an uninterruptible power supply (ups) failure.